Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 upon evaluation of the returned device, it was noted that the needle was exposed from the sheath on return as the needle adjuster was not fixed in place. The needle tip was also bent at the notch on return. As per information provided: "was the needle able to be fully retracted before removing from the patient? Yes" the bend can therefore be attributed to condition of device return as the needle adjuster could not be securedso needle could have advanced from sheath and become damaged. Needle adjuster was cracked, it was therefore not possible to lock the sheath adjuster in position. There were no drag marks on the inner handle at sheath or needle adjuster points. There was residue noted on the handle, needle adjuster and upper outer handle. The customer complaint was confirmed as the needle adjuster was cracked. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting, possible causes may be due to handling of the device or possibly contamination. Further information has been requested but not yet provided to aid in the investigation: "were there complications during the surgery. Was the device exposed to any chemicals or sample materials." Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing record for echo-hd-22-ebus-o-c device of lot number c1286004 did not reveal any discrepancies which could have contributed to this complaint report. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Product could not be fixated. "As per complaint form": the scope was into the patient into the correct position dr (B)(6) wanted to fix the sheath adjuster, the handle is broken.